Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a klebsiella pneumonia infection; this was discovered through a mini-bronchoalveolar lavage (mini-bal) culture. The patient was given 100 mg of intravenous micafungin antibiotics as well as intravenous vancomycin. The patient was transplanted on (B)(6) 2021 and experienced coagulopathy; the chest was left open with an esmarch dam. The patient returned to the ER that same day and had the dam removed and a clot in their chest removed. There was no active bleeding but the patient was still coagulopathic; the sternum was left open but the skin was closed and a chest tube was placed. The patient was given several rounds of blood transfusions from (B)(6) 2021 to (B)(6) 2021. Blood tests were also performed from (B)(6) 2021 to (B)(6) 2021. A centrimag was implanted on (B)(6) 2021 for right ventricular (rv) support; the patient was also given epinephrine, norepinephrine and dobutamine inotropic support. Extracorporeal membrane oxygenation (ECMO) was also started on (B)(6) 2021 as the patient was noted to have airway bleeding; a bronchoscopy was performed for aspiration of clots. Two subsequent bronchoscopies were performed on (B)(6) 2021 and (B)(6) 2021 for airway breathing and right upper lobe (rul) blood clot removal, respectively. No active bleeding was seen as of (B)(6) 2021. The patient also begun continuous renal replacement therapy (crrt) for renal dysfunction starting on (B)(6) 2021. On (B)(6) 2021 an infection was suspected in the patient's old ventricular assist device (vad) driveline; the patient was taken to the or for complete debridement of the driveline tract and placement of a right chest tube. Ciprocloxin, doxycycline, meropenem and tobramycin were administered intravenously. An intra-aortic balloon pump was placed in the patient for their right heart failure on (B)(6) 2021 and removed on (B)(6) 2021. An oxygenator was added to the right ventricular assist device (rvad) on (B)(6) 2021. The patient's pneumonia seemed to improve on (B)(6) 2021. The patient's family eventually requested removal of care, and the patient soon expired on (B)(6) 2021. Related MFR # 3003306248-2021-05711.

Event description:
Additional information: the centrimag was removed on (B)(6) 2021 and replaced with a right ventricular assist device (rvad); this was not an abbott product. The patient was weaned off their ventilator on (B)(6) 2021 but was reintubated on (B)(6) 2021. A tracheostomy was performed on (B)(6) 2021, and the patient remained intubated. New cultures were drawn on (B)(6) that were positive for a fungal infection; vancomycin and meropenam were resumed. On (B)(6)2021, the patient experienced cardiogenic shock due to sepsis; ECMO was initiated, and they were given intravenous dobutamine and angiotensin ii. The patient remained unresponsive and was continued on vasopressor support as well as crrt.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported. The patient underwent a heart transplant on (B)(6) 2021. The pump was initially returned to us with no link to this complaint or a device related issue initially reported. The pump was reprocessed and not evaluated because it was returned as a return only; therefore, no investigation was completed. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.